Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she was her doctor's "first failure" as he was not able to get the stimulator that they had done the trial with "in." This was clarified to mean that the healthcare provider (hcp) had attempted to implant the same stimulator that the patient had trialed with, but he could not. It was noted that the patient had to go to a "different type/paddle type" and the hcp had to send the patient to a neurosurgeon for the implant. The patient noted that the issue had already been addressed by the hcp and she was implanted with a different stimulator "paddle type."

Event description:
It was reported that the first lead implant was unsuccessful on (B)(6) 2013 and ¿they¿ had to go back in (B)(6) 2014 and put in a paddle. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.